Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect obsolete user interface module (uim) for investigation. The failure analysis (fa) lab performed a visual inspection of the internal components within the uim . The fa lab also performed multiple power on cycles on the suspect control board on a test uim. Voltage testing of the real time clock battery was performed and found the voltage out of specifications. The fa lab was able to duplicate the reported issue the root cause is associated with damaged component within the clock battery, which caused the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. Other - the customer reported the suspect uim component is available for analysis and a return good authorization (rga) has been issued. At this time, vyaire medical has not received the suspect uim for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted

Event description:
The customer reported an intermittent blank user interface module (uim) display, when you move the uim on this ventilator device. The customer reported that there was no patient involvement with this event.